Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pericardial effusion fifty six hours after implant of the leadless implantable pulse generator (ipg). The patient developed tamponade necessitating pericardiocentesis. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.